Event description:
The reporter states, that she obtained blood glucose results of 29 mg/dl and 70 mg/dl on the accu-chek compact plus meter within 10 mins. She treated herself by taking a glucose tablet. She states, she felt better 30 mins after treatment. No adverse event reported. New system sent to customer and return requested.